Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that one of the flutes of the recon nail drill bit broke off and lodged into the patient's femoral head. The doctor felt that removing the drill fragment was not worth the chance of damaging patient. No additional information available at this time.